Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient was reported to have started therapy before connecting to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the hp was connected. The nurse stated that the hp was not connected when therapy was initiated. The nurse also stated that the hp was not connected well and their bed was wet. The technical service representative (tsr) assisted the nurse in clearing the alarm. The hp was to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.